Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the footprint ultra pk suture anchor 4.5 broke. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken in two places, only the distal end and proximal end of the anchor were returned. Dimensional assessment is prohibitive due to its condition. The distal end of the inner shaft of the inserter is bent approximately 45 degrees; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. The device remains inserted in a disposable cannula. The condition of the device indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage.